Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2017. The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Imdrf patient codes e2328 capture the reportable event of obstruction. Imdrf impact codes f08 and f2301 capture the reportable event of readmission and additional device required.

Event description:
Note: this report pertains to one of three devices used in the same patient and procedure. It was reported to boston scientific corporation that a nephromax balloon, imager ii and 8/10 dilator sheath set were used during a left percutaneous nephrolithotomy procedure performed in (B)(6) 2017. The patient experienced ureteral obstruction and required cystoscopy stent with readmission.